Event description:
A physician reported a patient with uncut area on superior flap in the left eye during flap creation procedure. Fluid was seeped under the eye, suction held and flap was created. Side cut was went up into the cone. Surgeon tried to lift the flap, it was found uncut area around 10-11 o¿clock on a superior flap. While attempting to lift the flap, surgeon ripped through the superior hinge and decided to lift the flap using the uncut area around 10-11 o¿clock as the new hinge. The hinge was completely attached with no obvious weakness or cut in the region. Surgeon was able to lift the flap back far enough to expose the are that would be treated by the spherical myopic ablation. Surgeon protected the back of the flap and completed treatment successfully.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. No relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for left eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. Root cause could not be concluded conclusively. The manufacturer internal reference number is: (B)(4).